Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient had been lost to follow-up for a few years. The patient's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high, out of range shock impedance measurement (157 ohms). There was no noise seen on the shock channel and there were no other stored episodes. There has been no intervention at this time. The system remains in service. No adverse patient effects were reported.